Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device had an undetermined malfunction. During service and evaluation, it was discovered that the control unit on the device did not function, the swinging head was torn and the clamping screw plate was too low. It was also observed that the device failed the following pre-tests: check saw blade coupling, functional test, check trigger and ecu (electric control unit) function, check oscillation frequency, mode switch-test and check performance. The event was not related to surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.